Event description:
It was reported that a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure on (B)(6). The patient reported not hearing any audible alarms or noting withdrawal/underdose symptoms. The patient was in clinic on the date of the report for a scheduled refill. The hcp reinterrogated the pump with logs and the motor stall recovery occurred upon the interrogation.

Manufacturer narrative:
(B)(4).